Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited out of range, high pacing lead impedance. The right ventricular lead was explanted, and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead measuring 57.4 cm was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.